Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a pump clock reset, indicating a total loss of power to the device that would have resulted in a pump stop. A specific cause for this event could not be conclusively determined through this evaluation. The submitted log files captured controller clock corrupt alarms due to the system controller's clock having been reset to the default timestamp. The pump's clock was also reset, suggesting that there was a complete loss of power to the system that caused the pump to stop. A specific cause for the clock reset cannot be conclusively determined, as the onset of the event was not captured in the submitted log files. The controller clock appeared to have been resynched on 19dec2024. The pump appeared to function as intended at the stored patient speed throughout the submitted log files. Provided information indicated that the patient did not recall a complete loss of power. The clock not set alarm was identified on the system monitor on 20dec2024, however it was unknown when the event had occurred. The patient remains ongoing on heartmate 3 lvas, serial number mlp-029044, with no further related events reported at this time. The relevant sections of the device history records for mlp-029044 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline system controller alarms as well as the appropriate actions associated with them. The patient handbook also contains a section on handling emergencies, which includes instructions in the event the pump stops. The IFU and patient handbook also warn of events that may cause the pump to stop and how to prevent pump stops from occurring. Furthermore, the patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that upon log file review a lvad reset was noted.